Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a bilateral lung transplant with a planned cardiopulmonary bypass on venoarterial extracorporeal membrane oxygenation (va ECMO). The patient was originally on an existing ECMO circuit with a 28fr rij dual-lumen crescent cannula on venovenous extracorporeal membrane oxygenation (vv-ECMO). A clot was noted at the top of the oxygenator at the start of the case. The perfusionist ran a post-oxygenator gas to confirm it would still function well for the transplant. The post-oxygenator po2 was >488 so the oxygenator appeared functional. The patient's heparin drip had been discontinued prior to wheelback that morning. The patient's baseline activated clotting time (act) was 189. The surgeon requested at 1000 iu of heparin be given during central arterial cannulation. Shortly after, the ECMO circuit was briefly clamped and converted to va ECMO. About 10 minutes after reinitiating ECMO, the centrimag pump went down to zero liters per minute (lpm). A high priority alarm for low flow event was consistently going off. The rotations per minute (rpm) were decreased and then increased several times by the perfusionist to relieve a possible suction event, but the flow never recovered. The pump head appeared to be spinning with rpms, but the flow never exceed about 0.5 lpm and soon dropped down to zero again. No chugging was visually observed on the venous side. It was unclear if the existing rij crescent cannula was the issue, so an additional 5000 iu of heparin was given and a central venous cannula was placed, which removed the rij cannula from the equation. An attempt was made to reestablish flow, but no flow was noted. The perfusion team passed off lines for a fresh ECMO circuit and an emergent circuit changeout was performed. Full flow was established with the fresh circuit and fresh central va ECMO cannulas. The malfunctioning circuit was fully drained and examined shortly after discontinuation. Some clot was noted on the top near the purge line as was noticed at the start of the case, but no visible clots were noted in the inlet or outlet of the system. The patient's bilateral lung transplant was successful, and they were discontinued off of ECMO before leaving the or. The patient was now awake and alert in the ICU. Oxygenator MFR # 3003306248-2023-05052.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified through the evaluation of the returned centrimag blood pump. The reported flow issue was unable to be confirmed, and a specific root cause for the flow issue could not be conclusively determined through this evaluation. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The centrimag adult ECMO kit (cmaek) blood pump, lot # l07718-la8, was returned with less than 2¿ of tubing connected to each of the inlet and outlet ports with ties. Visual inspection of the pump¿s inlet and outlet ports, as well as the pump housing showed no evidence of cracking or other damage. Examination of the pump's blood-contacting surfaces and tubing revealed no evidence of depositions or thrombus formations. Visual inspection of the blood pump revealed no evidence of abrasion or other damage to the rotor blades or remainder of the rotor and showed no evidence of notable scratches on the pump housing or rotor well. There was no evidence of separation or slippage between the rotor magnet and rotor body. Following cleaning, examination of the blood pump revealed no anomalies. The blood pump was functionally tested on a mock circulatory loop with a test motor and equipment. The blood pump functioned as intended in accordance with manufacturing specification. Review of the device history record (DHR) for the centrimag (cm) blood pump (DHR cm pump l07718-la8) revealed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the cmaek serial #1 (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The centrimag pre-connected pack instructions for use (IFU) rev. B, is currently available and lists potential adverse events associated with the use of any extracorporeal circuit. The IFU contains the following general warnings: only trained personnel should use the pack. A backup pack must be available immediately near the primary pack during support. Anticoagulation levels and monitoring should be determined by the physician based on risks and benefits to the patient. Frequently monitor the patient and circuit. Monitor the circuit carefully during use for any signs of occlusion from kinks, chattering, and clot formation. The us (united states) centrimag blood pump instructions for use (IFU), rev. B, is currently available and provides the following warnings and cautions: IFU warning #10: frequent patient and device monitoring is recommended. IFU warning #15: monitor the patient¿s hemodynamics and the console flow display to ensure adequate blood volume for the inlet cannula position, pump rpm, and desired flow. Increase the pump rpm in small increments to minimize the risk of exceeding the available blood volume and causing inlet cannula obstruction, suction, outgassing, and/or cavitation. IFU warning #16: as with all continuous flow pumps, operating at too high a speed can result in negative pressure at the inlet which can lead to collapse of the ventricle or blood vessels, inlet cannula obstruction, inspiration of air, outgassing, cavitation and increased risk of embolism. Always operate the system at the lowest speed consistent with the volume of blood available to be pumped and clinically acceptable circulatory support. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #6: attach tubing to the pump in such a manner as to prevent kinks or restrictions that may alter flow or cause regions of stasis or turbulence. Attach in a manner that does not bend or fracture the tubing connectors or ports. Advance the tubing beyond the second barb point of the pump connectors. IFU caution #9: monitor carefully for any signs of occlusion throughout the circuit. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.